Manufacturer narrative:
Initial report sent: 11/04/08.

Event description:
Procedure type: hemicolectomy. According to the reporter: the surgeon was not able to close the instrument in order to see the green indicator. This was probably due to excess tissue between the anvil and the cartridge. Finally, the surgeon decided to open the instrument and he saw the anvil was tilted. The instrument was not applied and the anastomosis was manually done with suture. No blood loss or surgery delay was reported. The pt's tissue was harder than normal as it had been radiated.